Event description:
Edwards received notification from a territory manager that a patient with a sapien 3 valve, implanted for 1 year and 8 months, underwent a paravalvular leak closure. As reported, the patient had 2 plugs successfully implanted and reduced the pvl. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The complaint paravalvular leak was confirmed based on medical report. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''a patient with a sapien 3 valve, implanted for 1 year and 8 months, underwent a paravalvular leak closure. As reported, the patient had 2 plugs successfully implanted and reduced the pvl''. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b7. The investigation is ongoing, a supplemental report will be submitted upon completion.